Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy the clips were not formed. There was no pt consequence. The event did not change the original intent of the procedure.